Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, if additional information is received, supplemental report will be submitted.

Event description:
It was reported that a patient experienced a pericardial effusion. This patient has a pant leg type left atrial appendage. Versacross connect was used for tsp and crossed with the first buzz. First a 24mm watchman device was attempted, then a 20 mm watchman device. There was not enough space on either side of the bifurcating pectinate for a watchman device to expand and anchor into tissue. Every deployment either pushed proximal or tugged proximal into an unacceptable position. There were 7 deployment attempts with the 24mm device and 5 attempts with the 20mm device. Then the physician decided to attempt an amulet implant instead. Prior to switching to amulet, the imaging physician did an effusion sweep and confirmed there was no effusion at the end of the watchman attempts. There was a fat pad present that looked the same as prior to case start. The physicians all reviewed pre procedure images and end of watchman case images. They then proceeded to try a 22mm amulet, which did not work so they downsized to a 20mm amulet device. This device was released. Case ended around 4:30 pm, the patient was admitted overnight. A notification was received the following afternoon by the sonographer that was in the case, that the patient was found to have a large pericardial effusion. He said there was no effusion seen at the end of the amulet case time. He reported that approximately 300cc of blood was drained during the pericardiocentesis.